Manufacturer narrative:
(B)(4).

Event description:
It was reported that the during an upgrade procedure the physician noted the right ventricular lead exhibited an insulation abrasion. The lead was capped and replaced.